Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegations was confirmed. The video connector is cracked. The following new appearance/functional abnormalities were observed: video connector was flooded and damage to the electrical contacts of the video connector. Based on the results of the investigation and information obtained from this complaint, the most probable cause for the cracked video connector, could not be identified. The most probable cause of the flooded video connector was due to moisture that entered the interior because the airtightness was not maintained, hence it was flooded. The most probable cause of the damage to the electrical contacts of the video connector could not be identified. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head malfunctioned and noticed the connector parts are broken. The issue happened prior to an unspecified therapeutic procedure. The procedure was completed using a similar device. There was no patient involvement.